Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right atrial lead exhibited noise and the helix had an unspecified rotation issue wherein there was resistance at the time of insertion. The lead was not used and replaced during procedure. The patient was stable.